Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that treatment sessions were not recorded in mosaiq properly.

Manufacturer narrative:
H2 updated. H6 updated. H10 updated. The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported that treatment sessions were not recorded in mosaiq properly. It was ascertained that nine of ten fractions were completed, according to the data provided. Elekta have been unable to find evidence of the tenth treatment delivery. Based on the available information, elekta physics have assessed the severity of risk to be non-serious.